Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the error logs. The unit was tested on an in-house system in normal mode and it passed. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the direction test. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to install three different instruments into the universal surgical manipulator (usm) 4 but were not recognized by the usm. There was a 26016 error due to a high carriage wiggle friction (p1=5). Fse also found that the center carriage disc was hard to back drive and manually rotate. The fse replaced the universal surgical manipulator (usm) 4 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernial surgical procedure, there was an engagement issue between the universal surgical manipulator (usm) 4 and monopolar curved scissors (mcs) instrument. The technical support engineer (tse) recommended the site try the mcs on a different usm and reseat the sterile adapter (sa). Also the tse advised that the sa and the drape might need to be changed. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and confirmed the customer opted to swap the instrument to usm 1 to continue with the procedure.